Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use there were many occurrences of embedded particles in syringe with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: as part of a green belt project, we are evaluate the defect criteria in our component. The embedded particles is our major offender to discard material in the manufacturing area. Is it possible that you send me the acceptance criteria for embedded particles? This information is necessary to compare the criteria between supplier and our procedure.